Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had vasoplegia after leaving the or (operating room) and developed to sepsis and septic shock. Patient was intubated, sedated, under vasopressors (adrenaline 2 gamma & noradrenaline 2.8 gamma), had oliguria treated with high dose of diuretics and crrt (continuous renal replacement therapy), multiple antibiotics (amikine, tazocine, linezolid zavicefta, vancomycin, meronem). Patient kept deteriorating and passed away on (B)(6) 2021. Log file analysis captured low flow events throughout the event history. The flow rate began to drop below 2 lpm at 11:03 am on the morning of (B)(6) 2021. The pump speed was manually reduced from 4700 rpm to 3000 rpm at 12:08 pm, causing the flow to drop down to 0.1 lpm. The intentional pump stop command was then received at 12:09 pm.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined, the account communicated that these were due to cardiac arrhythmia and low preload. A specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 10:16:39 to (B)(6) 2021 at 12:09:50. There were numerous captured events where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), resulting 170 low flow faults and 119 low flow alarms. The pump calculated flow decreased from 2.1-2.5 lpm to 0.6 lpm at 11:40:32. Many of the low flow events were associated with pi events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as intended. The account submitted photos of the patient¿s vitals, system monitor display and patient treatment regimen. The system monitor displayed that the patient¿s pump speed was 4700 rpm with pi of 2.0 and power of 2.6 watts. The pump calculated flow was 0.2 lpm and a low flow alarm was active. The patient expired on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 17nov2020. The heartmate 3 lvas instructions for use lists cardiac arrhythmia, respiratory failure, renal dysfunction, sepsis, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Additionally, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The IFU also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flow alarms were caused low-preload and arrhythmias. The low flow alarms were solved by supporting the patient with adrenaline, noradrenaline and dopamine. The symptoms prior to death was high white blood count of 22000, anuria, high c-reactive protein test (crp) of 197 and platelets drop of 41000. The treatment prior to death were antibiotics, adrenergic drugs, vasopressor and diuretics. The patient also had an acute kidney injury post bypass, which was an acute renal injury due to vasoplegia. Patient was diagnosed several months ago as c-19 candidate, patient then developed pneumonia that leaded to vasoplegia and septic shock. The cause of the sepsis was active pneumonia. According to the site the death was not device related. The device operated as expected. The device was not return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed